Manufacturer narrative:
This is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required reporting. (B)(4).

Event description:
It is reported that the patient was treated for a lesion in the right common iliac artery with a visi pro device. Approximately 29 months later the patient was treated for in stent restenosis in the right common iliac wit pta and restenting.